Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited high out of range pacing impedance measurements on the right ventricular (rv) lead, measuring greater than 2000 ohms. The patient's rv lead was a non-boston scientific product. It was noted the out of range measurements intermittently occurred. Boston scientific technical services (ts) recommended continuing to monitor. This ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range pacing impedance measurements on the right ventricular (rv) lead, measuring greater than 2000 ohms. The patient's rv lead was a non-boston scientific product. It was noted the out of range measurements intermittently occurred. Boston scientific technical services (ts) recommended continuing to monitor. This ICD system remains in service. No adverse patient effects were reported. Additional information indicated that the rv lead continued to display intermittent out of range pacing impedance measurements. Boston scientific technical services (ts) noted all other measurements were within normal limits, and that the patient paces eighty-eight percent in the atrium and one percent in the ventricle. Ts discussed troubleshooting options and continuing to monitor. This ICD system remains in service. No adverse patient effects were reported. Additional information was received and beeping and contact spring issues were noted. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range pacing impedance measurements on the right ventricular (rv) lead, measuring greater than 2000 ohms. The patient's rv lead was a non-boston scientific product. It was noted the out of range measurements intermittently occurred. Boston scientific technical services (ts) recommended continuing to monitor. This ICD system remains in service. No adverse patient effects were reported. Additional information indicated that the rv lead continued to display intermittent out of range pacing impedance measurements. Boston scientific technical services (ts) noted all other measurements were within normal limits, and that the patient paces eighty-eight percent in the atrium and one percent in the ventricle. Ts discussed troubleshooting options and continuing to monitor. This ICD system remains in service. No adverse patient effects were reported. Additional information was received and beeping and contact spring issues were noted. This ICD remains in service. No adverse patient effects were reported.

Event description:
Additional information indicated that the rv lead continued to display intermittent out of range pacing impedance measurements. Boston scientific technical services (ts) noted all other measurements were within normal limits, and that the patient paces eighty-eight percent in the atrium and one percent in the ventricle. Ts discussed troubleshooting options and continuing to monitor. This ICD system remains in service. No adverse patient effects were reported.